Event description:
The customer reported via phone call that they had a sensor needle break. Customer also reported several lost sensor alarms occuring. The customer's blood glucose was 139 mg/dl. The customer was unable to confirm if the sensor cannula or needle was in their body during troubleshooting. Customer stated they inserted the sensor in their abdomen. The customer was advised an x-ray would be able to locate n sensor cannula in the body. The customer's sensor will be returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor, the sensor was found whole with no broken or missing parts. The insertion needle was found been inside of the sensor also, found the needle tip was hooked. Unable to confirm if the customer received the sensor damaged due to the sensor was returned opened and used.